Event description:
Additional information was received indicating that generator was discarded following surgery.

Event description:
It was reported that the patient was having an increase in gran mal seizures lasting up to 20 minutes long and had to be resuscitated on several occasions. The patient's vns generator was noted as being 8 years old and believed to be at end of service. The patient had been seizure free for 3 years prior to the increase. A battery life calculation performed using the information available to the manufacturer estimated the generator was likely at, near, or past end of service. Last known diagnostics were taken on (B)(6) 2008. The patient was referred for generator replacement. Generator replacement has occurred. Attempts for return of the explanted generator have been unsuccessful to date. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.